Event description:
Manufacturer received device tracking info indicating that vns pt underwent elective replacement of the ncp system (both the lead and generator). It was reported that the generator had not reached end of life. Elective lead replacement is unusual and may indicate a product problem. Manufacturer has been unable to obtain additional info regarding the reason for replacement of the bipolar lead to date.